Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 130am, the patient inserted a new sensor and after warm-up received a brief sensor issue alert. The patient continued to wear the sensor and then went to sleep. Around 630am, the patient¿s daughter saw the patient¿s cgm value was 40 mg/dl on the dexcom follow app. The patient¿s daughter called the patient and was unable to reach her. Emergency medical services (ems) was called to check on the patient and once they arrived, the patient was found unconscious. The patient¿s bg meter reading was 31 mg/dl. The patient¿s cgm reading at this time was not reported. The patient was treated with IV glucose and oral glucose gel. Once the patient regained consciousness, it was noted the cgm was displaying a sensor failed alert. The patient replaced her sensor. She was not taken to the emergency room (ER). Before ems left, the patient¿s bg meter reading was 105 mg/dl. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 130am, the patient inserted a new sensor and after warm-up received a brief sensor issue alert. The patient continued to wear the sensor and then went to sleep. Around 630am, the patient¿s daughter saw the patient¿s cgm value was 40 mg/dl on the dexcom follow app. The patient¿s daughter called the patient and was unable to reach her. Emergency medical services (ems) was called to check on the patient and once they arrived, the patient was found unconscious. The patient¿s bg meter reading was 31 mg/dl. The patient¿s cgm reading at this time was not reported. The patient was treated with IV glucose and oral glucose gel. Once the patient regained consciousness, it was noted the cgm was displaying a sensor failed alert. The patient replaced her sensor. She was not taken to the emergency room (ER). Before ems left, the patient¿s bg meter reading was 105 mg/dl. The patient was ¿fine¿ at the time of report. The root cause of the customer experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 7:51 pm with transmitter serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. On the morning of the reported event ((B)(6) 2025) there were several low, urgent low soon and urgent low alerts as the egvs dipped below the low threshold of 70 mg/dl. These alerts started out at vibrate then progressed to 50% audio volume followed by 100% audio volume. None of the alerts in the early morning were acknowledged. All alerts were found to have performed as intended. No additional patient or event information is available.